Event description:
Upon receipt of the device, the user observed error codes "f070", "f033" and "f233" being stored at the eeprom download. No other details regarding the nature of the event were provided. Since this event occurred out of box, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.